Event description:
The patient reported that they were hospitalized for hypervolemia. Three attempts were made to obtain further information but it has not been made available.

Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported malfunction is unconfirmed. No device analysis results are available because the device remains implanted. The root cause of the reported event remains unknown. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.